Event description:
Complainant indicated that the clinician was attempting to defibrillate a pt (age and gender unk) with the device in synchronization mode, but that the device failed to discharge. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.